Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec 9120 ( p/n 4422770, s/n ub4432). Customer reported potential false positive results on their instrument. A field service engineer (fse) was dispatched and could not replicate the issue they found no problems with the instrument. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while testing with bactec 9120 blood culture false positive results were obtained. Gram-negative exam confirmed the results. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: potential false positive results how did the customer confirm that the results were false positives? Gram-negative exam confirms the results.

Event description:
It was reported that while testing with bactec 9120 blood culture false positive results were obtained. Gram-negative exam confirmed the results. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: potential false positive results. How did the customer confirm that the results were false positives? Gram-negative exam confirms the results.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.